Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. Additional information has been requested from the user facility. This report will be updated when the investigation is complete. This is the same event as 1043534-2008-00370, 00371, 00373.

Event description:
Allegedly neck disassociated from stem.